Manufacturer narrative:
Section b5: additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 15apr2019 reported that the patient presented with chills and a fever. On (B)(6) 2019, the patient underwent a driveline debridement. The patient was placed on IV antibiotics and a washout in operating room was performed per cts. A wound vac placement. The infection was reported to be a drivelive and bacteremia with two of two positive blood cultures as well as wound culture for methicillin-susceptible staphylococcus aureus (mssa). On (B)(6) 2019, the patient had pericardial effusion and had 150cc tan fluid drained. Culturing rare gram + cocci in pairs. The patient returned to the operating room on (B)(6) 2019 for washout via thoracotomy approach. Blood clots removed, gortex wrapping removed. Wound, tissue and gortex wrapping sent for culture. The patient remains on milrinone and IV antibiotics for rv failure.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was noted to have a driveline infection in (B)(6) 2019. Additional information was requested, but not provided.